Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -8.0 into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown. Reportedly, "diopter change from 8.0d to 7.0d for the near vision due to her age.".

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).